Manufacturer narrative:
The manufacturer received photos and will be reviewed as part of ongoing investigation. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00202.

Event description:
It was reported that when the rasp was knocked out, the base of the rasp broke off and got stuck in the shaft. To remove the rasp, the reduced fracture had to be taken apart again.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, this report should be voided as the main product listed in this medwatch has been added as an associated product in the linked report. See report number: 0009613350-2022-00202-1.

Event description:
No further event information available at the time of this report.